Event description:
Rec'd info stating patient was experiencing high bg's.

Manufacturer narrative:
During further troubleshooting reporter indicated the cartridge is typically changed every 7 days. Patient uses humalog insulin. Customer is aware that humalog was tested for 48 hours of use. T:slim user guide states: humalog was tested for up to 48 hours as labeled.